Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed a rise in right ventricular (rv) pace impedance and threshold shortly after it was implanted. The numbers remained with in allowable ranges. Subsequent information indicated that the ICD later displayed an rv pace impedance greater than 2000 ohms. The patient was scheduled for a revision procedure. During the procedure, the rv pace/sense terminal pin came out of the header when the physician tugged on the lead before unscrewing the setscrew. Visual observation noted the setscrew was in the down position after pulling out the terminal pin. The lead was then reinserted and the setscrew tightened down. The physician tugged on the lead and the lead did not come out of the header. The lead was then tested with resulting good numbers. There were no adverse patient effects.

Manufacturer narrative:
The device remains in service. As of today, no additional information is available. Should additional information become available, this report will be updated.